Manufacturer narrative:
The pump was monitored with multiple basal rates and no blank display, black screen or display anomaly was noted during testing. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current tests were normal. The minilink transmitter communicated properly with a pump and all selected data is readable in the pump screen. No black dots or circle displayed on the screen. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer's blood glucose level at the time of incident was 235mg/dl. The customer's blood glucose level had been as high as 500mg/dl. The customer treated with the pump. The customer states their pump screen has black dots all over it. Troubleshoot was conducted and the pump would be replaced and returned for analysis.